Event description:
The customer reported that the device failed to boot up, where the startup screen cycled. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to boot up, where the startup screen cycled. There was no reported pt involvement. Philips evaluated the device and confirmed the failure. The device was repaired by replacement of the internal data card. The device passed all testing and was returned to use.